Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A log review was performed for the fenestrated bipolar forceps instrument reported in this complaint (pn: 470205-17/n12200511-0234) and the following was found: per logs, the instrument was last used on 18-sept-2020 on system (sk0259) with 9 uses remaining. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument failed electrical continuity test. Fa removed the instrument housing and the conductor wire was broken at the proximal end. As a result, energy activation would not work when activated on the system. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Based on the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. While there was no harm, or injury to the patient, the reported failure mode could potentially cause, or contribute to an adverse event if it were to recur. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported prior to starting a da vinci-assisted procedure the fenestrated bipolar forceps (fbf) instrument allegedly malfunctioned. Intuitive surgical, inc. (Isi) completed customer follow up, and obtained the following information: the customer could not provide additional narrative regarding the reported issue. However, the customer confirmed there was no patient injury, no fragments that fell into the patient, and the procedure was completed using a different back-up instrument. Patient-related information was requested, but unavailable.